Manufacturer narrative:
Evaluation summary: the specific system used has not been verified at this time. The root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported a patient experienced a refractive surprise following an intraocular lens (iol) implant procedure. The lens was placed at the correct axis only to have residual of +2.50. The ophthalmologist recalculated using the same numbers only to get a different lens model result. The iol was replaced during a secondary procedure. Additional information has been requested.